Manufacturer narrative:
The promus premier ous mr 16 x 3.50 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal region lifted from their crimped positions and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20may2021. It was reported that crossing difficulty occurred. The 100% stenosed target lesion was located in a severely calcified and severely calcified with no angulation left coronary artery. Following pre-dilatation, a 16 x 3.50 promus premier ous mr drug eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient condition post procedure was stable. However, returned device analysis revealed stent damage.